Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine done last tuesday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced flatulence ("wind pain"), back pain ("back pain") and myalgia ("spasim pain after hysterectomy 2 yrs ago") and was found to have weight increased ("so put on a heap of weight in a short time"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, flatulence and myalgia outcome was unknown and the weight increased had resolved. The reporter considered back pain, flatulence, medical device removal, myalgia and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: nickel poisoning, back pain, flatulence, medical device removal, myalgia and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: nullification: reporter posted on 23-mar-2020 that she was from australia and not from united states, then this report was detected to be a duplicate to record # au-bayer-(B)(4) (reporter posted she was from australia) to which all information will be transferred, then this duplicate record # us-bayer-2019-136916 will be deleted from bayer safety database. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine done last tuesday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced flatulence ("wind pain"), back pain ("back pain") and myalgia ("spasm pain after hysterectomy 2 yrs ago") and was found to have weight increased ("so put on a heap of weight in a short time"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, flatulence and myalgia outcome was unknown and the weight increased had resolved. The reporter considered back pain, flatulence, medical device removal, myalgia and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received : event muscle pain and back pain was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine done last tuesday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criterion medically significant). On an unknown date, the patient experienced flatulence ("wind pain"). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and flatulence outcome was unknown. The reporter considered flatulence and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine done last tuesday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced flatulence ("wind pain") and was found to have weight increased ("so put on a heap of weight in a short time"). The patient was treated with surgery (hysterectomy). Essure was removed on 9-feb-2016. At the time of the report, the medical device removal and flatulence outcome was unknown and the weight increased had resolved. The reporter considered flatulence, medical device removal and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : reporter added. Event added- weight increased. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine done last tuesday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criterion medically significant). On an unknown date, the patient experienced flatulence ("wind pain"). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and flatulence outcome was unknown. The reporter considered flatulence and medical device removal to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.